Event description:
Boston scientific was notified that during an event after deploying the subject device, the distal market bands did not appear to be fully opened. The case was continued with some difficulty. No complications were reported to have occurred with the patient during this event.